Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 46 mg/dl. The customer was treated for the low blood glucose with apple juice the customer was assisted with trouble shooting and correcting the time and date on their insulin pump. The customer stated that they will call back if they had any other issues.